Manufacturer narrative:
An event of stroke, device migration sometime between the 45-day follow up and and a possible thrombus formation between the disc and the lobe was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. On 45 day follow up imaging, the device had not migrated and was in the intended implant position. On (B)(6) 2023, the patient experienced right sided hemiparesis and dysarthria while food shopping. On the same day, it was confirmed that the patient had a stroke. Tissue plasminogen activator (tpa) was administered to treat the stroke and symptoms improved. It was determined that the device had migrated sometime between the 45-day follow up imaging and the time of the stroke. There was no contact of the disc on the pulmonary vein side, and there was a possible thrombus formation between the disc and the lobe. On (B)(6) 2023, the device was explanted. The patient status was reported as recovering and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2023, the patient experienced right sided hemiparesis and dysarthria while food shopping. On the same day, it was confirmed that the patient had a stroke. Tissue plasminogen activator (tpa) was administered to treat the stroke and symptoms improved. A consult was scheduled for two weeks after the stroke, when the patient recovers to determine in the amulet should be removed. The amulet was still implanted at the time of last report. The patient status was reported as recovering and discharged.